Event description:
The customer called and reported she received an unexpected restart alarm. She stated she changed the battery and the insulin pump appeared to be fine after that, however the display went blank. Customer's blood glucose was 132 mg/dl and then 86 mg/dl later. The customer was unable to troubleshoot the issues as the display was blank. The customer stated there was a crack in the upper left hand corner of the device. The insulin pump had been dropped previously. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.